Manufacturer narrative:
(B)(4). Visual examination found the device does not have broken parts; however, the tip was detached from the basket assembly and the tip was not returned with the device. As per manufacturing site, building a basket without a tip would be noticed throughout the processes for final inspection where the tip of the basket is under a dyno-lite looking at push back. Additionally, if a part came in without a tip, the basket width and basket tilt inspections would not be able to be completed. Finished good inspection by the plant would have if the finished good did not meet specifications. The conclusion is that it is unlikely that the event is not related to manufacturing. Handling and manipulation of the device during unpacking/testing the device can contribute to the encountered issue. It is unknown if the basket tip received force greater than 50 lb prior to tip detachment. Therefore, the investigation conclusion code is "cause not established" since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device broke while inside the patient. There were no patient complications reported as a result of this event. Investigation results revealed that the tip of the basket was detached; therefore, this is now an MDR reportable event.